Event description:
It was reported that there was an event of the lead helix having issues retracting during procedure, resulting in difficulties detaching the helix from the heart's tissue. The lead was ultimately retrieved, and a new lead was used to complete the implant surgery. The patient was noted as having suffered no consequences.